Manufacturer narrative:
Product ID 3889-33 lot# v843954, implanted: 2012 (B)(6), product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported, the patient experienced a loss of therapeutic effect. It was stated, the patient was in a major car accident on (B)(6) 2013. Since the car accident, the patient's symptoms have returned. It was stated, the patient was leaking "all the time." Additional information has been requested, a follow up report will be sent if additional information is received.